Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that a section of distal flange was torn from the passport cannula. The observed condition is most likely caused by improper technique such as incorrect instruments used to insert the passport cannula, incorrect portal incision size, excessive force applied during insertion and/or by use of a sharp instrument. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a case, the surgeon attempted to introduce an arthrex passport button cannula in the standard way using a hemostat. The distal tip of the cannula, the part that was grasped with the hemostat, broke off outside of the joint. The incision had to be slightly extended to retrieve the broken piece and the case was completed without further incident. Follow-up investigation: facility reporter confirmed that information previously reported is correct. Per reporter the smaller fragment piece, that was removed from the patient, was discarded in the trash at time of procedure and was not being returned with remaining portion of device.